Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, implanted: (B)(6) 2012; product ID: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible far field r-wave (ffrw) oversensing and undersensing of the atrial lead. In addition, there appeared to be oversensing of the right ventricular (rv) lead on treated fast ventricular tachycardia (vt) zone events. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.